Manufacturer narrative:
The investigation could not identify a product problem. The issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas 8000 e 602 module. The sample initially resulted in a troponin t value of 141.9 pg/ml. The patient was treated with antiplatelet agents based on the result. The sample was repeated twice on different analyzers, resulting in troponin t values of 3.03 pg/ml on a second analyzer and 4.07 pg/ml on a third analyzer. The patient was hospitalized for 20 hours and treatment with antiplatelet agents was stopped after the sample was repeated. There are no reports of a deterioration of health in the patient.

Manufacturer narrative:
The serial number of the e602 analyzer is (B)(4). Upon review of the alarm trace, no relevant alarms were observed. Quality controls were within range. A general reagent issue can be ruled out. The sample centrifugation time was determined to be shorter than recommended by the tube manufacturer. The investigation is ongoing.